Event description:
The distributor reported on behalf of their customer, when they tried flushing saline through the valve, there appeared to be a blockage since the saline did not flush through the valve.